Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed the report of suspected thrombus. A specific cause for the reported abnormal pump sounds could not conclusively be determined through this investigation. (B)(6) was returned assembled with the driveline severed approximately 10¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and outflow graft bend relief were returned detached from the outlet elbow. The bend relief collar was also returned detached from the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), examination of the proximal side of the outlet stator revealed a red, tissue-like deposition loosely seated against the outlet bearing ball. The lack of denaturation and laminated layering indicated that the observed deposition did not appear to have initially formed in this location. Additionally, the absence of contact marks at the distal end of the rotor suggested that the deposition was not likely present in that location for an extended period of time. Although the origin and root cause for the formation of the observed thrombus could not conclusively be determined through this evaluation, it could have contributed to the reported hemolysis. A direct correlation between the reported abnormal pump sound and the confirmed thrombus could not be conclusively determined through this investigation. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 1 of the IFU also instructs the user to ¿notify appropriate personnel if there is a change in how the pump works, sounds, or feels.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was explanted on (B)(6) 2021. There was a device malfunction / pump thrombus and high speed aortic valve still opened, abnormal sounds were present, and there was hemolysis based on the labs which all led the patient to receiving a heart transplant.